Event description:
Per the surgeon, the patient experienced pain at the implant site and extending down the neck. Oral antibiotics were prescribed. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on january 25, 2021.